Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. It was reported that during the procedure the snare failed to transmit current. The procedure was completed with another sensation large oval snare. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the device found the snare cut into two parts; it was confirmed with the customer that the device was intentionally cut prior to its return. Several bends along the catheter were noted at the proximal section and a kink in the distal end was also seen. The loop was deformed. Functional inspection could not be performed due to the condition of the returned device. The complaint that the snare failed to deliver current could not be confirmed, since electrical testing could not be performed. Manipulation of the device during the procedure could have cause the kinks and bends in the catheter and the deformed loop. Therefore the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. It was reported that during the procedure the snare failed to transmit current. The procedure was completed with another sensation large oval snare. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.